Manufacturer narrative:
The customer confirmed that since the new reagent was used, the controls are in order and no implausible patient measurements have occurred. The last calibration was performed on 15-mar-2021 and was acceptable. The qc was acceptable on the day of the event. Based on the provided data we would rule out a general reagent problem because calibration and quality control are acceptable. The alarm trace had frequent no fluid/not enough alarms. This indicates a general pre-analytical issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for four patients with the cobas integra 400 plus. Patient 1: the initial result was 4.29 mg/dl. The repeated result was 0.99 mg/dl. Patient 2: the initial result was 2.51 mg/dl. The repeated result was 0.65 mg/dl. Patient 3: the initial result was 3.13 mg/dl. The repeated result was 1.03 mg/dl. Patient 4: the initial result was 3.91 mg/dl. The repeated result was 0.81 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 53423001 with an expiration date of 31-oct-2021.